Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they felt a lot of stinging and burning in the ¿cut area¿, on and off, since the ins had been implanted. They also felt ¿discomfort down below¿ as well and experienced discomfort when they walked around so much all day. By the end of the day the patient had a hard time walking because of this issue. They mentioned that they when they go to ¿scoot back she can't scoot anymore¿ since a week after implant (¿maybe a week or two weeks after¿) and felt the device stops them from scooting any further. It was recommended the patient follow up with their hcp for the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that since implant of the ins, they had been getting symptom relief/more than 50% relief and that any leakage was minimal, so minimal that they did not even know it¿s coming out. It was also reported by the patient that there was ¿no allegation she was reporting a symptom improvement¿. No troubleshooting had already been performed. They did state they had burning/stinging at the incision site, and pain at the base of their tailbone. The patient also reported that the felt like ¿everything has gone off course¿, had fluttering (stimulation) all over their body like their ¿whole body is vibrating¿. It was noted that previously, the patient had a heart ablation with a specific discomfort site in their chest and occasionally felt stimulation fluttering in that location. In addition, the patient stated that they had pain in the ¿va-jayjay ¿/vagina (which had happened a number of times) which was not related to body position or any programming changes that were made. The patient had not felt week over the weekend. No falls or trauma were reported that could be related to the issues. During the report, the patient changed from stimulation on program 1 at 1.1 volts to program 2 at 0.8 volts and felt the stimulation comfortably with no pain in the vagina or stimulation in the chest/body. The patient was redirected to their healthcare professional (hcp). It was reported that troubleshooting had resolved the reported issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.